Manufacturer narrative:
Baxter quality assurance department has reviewed proper procedures with the home pt in addition to referring them to their nurse for local procedures.

Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1 of her automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm. However, the home pt did disconnect her transfer set from the pt line of the homechoice set without pausing therapy. The home pt then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident per the home pt.